Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a lead revision of the rv lead due to twiddlers syndrome, this ra lead was found to have too little slack and a possible micro dislodgement. Lead was given more slack and remains actively implanted. No adverse patient events. Should additional information become available, it will be added to this file.